Event description:
It was reported to philips that the device has intermittent ECG issues on v1, v2, v6 and hr numbers. They replaced the trunk and lead set and the issue remains. There was no reported adverse patient impact.